Event description:
It was reported that the handpiece began running hot during an extraction procedure. There was no reported pt or user injury, and the case was completed successfully with another device.

Manufacturer narrative:
The handpiece was received at the MFR for evaluation, and the reported condition of the device running hot (overheating) was confirmed. Based on the investigation details, the likely cause was problems with the spindle housing and driveshaft, which were each replaced along with other components. Service did a clean, lube, and adjustment to the device, and it was repaired and returned to the customer.